Manufacturer narrative:
This report is submitted on august 15 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2016 due to non-use . There are no plans to re-implant the patient with a new device.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed august 29, 2016. (B)(4).